Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to natural pump battery depletion. Customer¿s blood glucose level was 503 mg/dl. Customer had not addressed bg at time of troubleshooting. The customer continued using the pump for insulin therapy.